Event description:
The customer contacted physio-control to report that their device was unable to deliver therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative evaluated the customer¿s device and was able to verify the reported issue. The issue was isolated to the therapy pcb assembly. Further root cause is unable to be determined. The customer declined the repair of the device. The device will be returned to the customer unrepaired per their request.

Manufacturer narrative:
The device evaluation is anticipated but has not yet begun. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver therapy. There was no report of patient use associated with the reported event.